Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced a bent cannula which led to high blood glucose level of 585 mg/dl. Due to high blood glucose level, the patient went to emergency room (ER) and was subsequently hospitalized. Duration of use was 24 hours. The site location of the infusion set was at abdomen. The patient tested positive for trace ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.